Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the occlusion warning was continuous. The cassette was exchanged. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The facility staff supplied the company representative with two consumables. Both had the spikes cut off, which deemed them unusable for testing. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 21, 2015. Based on qa assessment, the product met specifications at the time of release. The consumable lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report. Therefore, visual inspection and functional testing could not be performed. Without a sample, it is not possible to isolate the root cause. The root cause cannot be determined conclusively. (B)(4).